Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope exhibited : plastic distal end cover had a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesive on bending section cover was detached. The connecting tube had a scratch, connecting tube coating peeled off. Due to wear of angle wire, bending angle in right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed. The probable cause for the suggested event was due to physical stress by hitting/dropping the distal end. Olympus will continue to monitor field performance for this device.